Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k3e 5.4mg plus blood collection tube experienced shield/cap/stopper had a different color/shade or was faded. Product defect was noted prior to use. The following information was provided by the initial reporter: the tube cap color does not match the tube - an edta tube with a gray cap in the edta tube rack. At the reception of the rack of 100 tubes in the laboratory, one tube did not have the correct cap color it was a new tube not a used tube.

Event description:
It was reported that the bd vacutainer® k3e 5.4mg plus blood collection tube experienced shield/cap/stopper had a different color/shade or was faded. Product defect was noted prior to use. The following information was provided by the initial reporter: the tube cap color does not match the tube - an edta tube with a gray cap in the edta tube rack. At the reception of the rack of 100 tubes in the laboratory, one tube did not have the correct cap color it was a new tube not a used tube.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect cap color with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 134494 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.